Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the endowrist vessel sealer instrument was installed on the patient side console (psc) for approximately 3 minutes before being replaced. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument allegedly would not seal an unspecified vessel or tissue and as a result, the patient lost 700 ml of blood.

Event description:
It was initially reported that during a da vinci-assisted right hemicolectomy procedure, the endowrist vessel sealer instrument was not sealing and as a result, the patient allegedly lost 700 ml of blood. The surgeon was able to complete the surgical procedure using a replacement endowrist vessel sealer instrument. On 08/02/2016, intuitive surgical, inc. (Isi) contacted the site's lead surgical tech who was present during the surgical procedure and obtained the following additional information regarding the reported event: after the surgeon attempted to seal an unspecified vessel or tissue with the endowrist vessel sealer instrument, the patient began to bleed. The surgeon was able to control the bleeding with a replacement endowrist vessel sealer instrument. The lead surgical tech was unable to recall what specific tissue/vessel was bleeding. She also did not know the following information: if there was bunching of tissue during the attempt to seal with the endowrist vessel sealer instrument, if the tissue was greater than 7mm, if there were any error messages when the event occurred, if tissue effect was observed during the attempted seal, or if audible tones were heard indicating that the sealing cycle was complete. The surgical procedure was completed successfully with no reported post-operative complications. On 08/02/2016, isi also contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr indicated that the surgeon was sealing and cutting an ileocolic vessel when the reported event occurred. The csr also indicated that the surgeon heard the audible tones indicating that the sealing cycle was complete. He did not know the size of the vessel or if the surgeon saw any tissue effect during the sealing cycle. After sealing, the surgeon cut the vessel with the endowrist vessel sealer instrument. At that point, bleeding was observed. The surgeon reportedly tried to control the bleeding by attempting multiple times to seal the vessel with the endowrist vessel sealer instrument. During each seal attempt, the surgeon reportedly heard the audible tones indicating that the sealing cycles were completed. However, the patient continued to bleed. The surgeon was able to control the bleeding by using a replacement endowrist vessel sealer instrument. No blood transfusions were administered to his knowledge and no post-operative complications have been reported.